Manufacturer narrative:
Additional information provided in a2 and a3, patient information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the patient had 3 cassettes with which had encountered a high pressure alarm while using the pump. The patient's felt that they have not been feeling well, more fatigued and the onset of these symptoms are unknown. The outcome of the events was resolved.